Event description:
A heel warmer was being used for a fingerstick. It leaked on the patient's hand. The patient did not experience any pain or itching. The area was assessed for erythema or other signs or symptoms of chemical burn, and no signs were noted.what was the original intended procedure?fingerstick.device #1is this a laboratory device or laboratory test?no.